Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported an insulin leak past both o-rings. Customer stated that they noticed the leak during fill process and also noticed an air bubble in the reservoir. Customer's blood glucose reading at the time of the call was 22.4 mmol/l. Customer was unable to troubleshoot at the time of the call. No further information reported.